Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the up arrow button was not responding during a set change. The blood glucose was 50 mg/dl. The customer declined troubleshooting for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. We were unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test or excessive no delivery test due to unresponsive buttons. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window.